Event description:
During an in clinic follow up, upon interrogation, the device was found to be in back up mode. It was noted the patient had an MRI scan performed and the device had not been programmed into MRI mode prior. Technical support was contacted and recommended reprogramming to resolve the event. The device was reprogrammed. The patient was stable.